Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Fax: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and silicone migration.

Event description:
Healthcare professional reported "right upper outer quadrant with small adjacent seromas measuring up to 32 mm in longest axis" and "free silicon". Later healthcare professional reported rupture. This record is for the right side. The device was explanted and replaced.